Event description:
It was reported that the bd syringe plastipak 20ml ll s/su packaging was damaged / defective. The following information was provided by the initial reporter translated from portuguese to english: the packaging of the 20ml disposable syringes has an open bottom, without the sealed packaging, which makes it impossible to ensure the integrity of the biological safety of the item. Packs of 11 syringes came unopened with no glue holding the pack together. Additional information received on 19 apr 2025. As requested, please find below additional information for the appropriate procedures: samples available and not contaminated for analysis. (B)(6). Invoice no. (B)(4). Central pharmacy (located at (B)(6), n° 60); direct contact: pharmacist in charge of the central pharmacy, telephone (B)(6). The other information has already been sent via attachment. We remain at your disposal for further clarification.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
DHR (device history record) and maintenance records analysis were performed. During this review, a maintenance order (oot-00134) was identified as potentially related to the incident, concerning calibration out of specification due to a sealing failure. Additionally, a quality notification (qn 201172074) was observed, which may also be related to the incident. In this notification, a sealing failure was detected in equipment seeb07. After verifying the calibration using the standard equipment temp-500, a discrepancy was found between the standard values and the instrument readings. A total of 11 samples from the reported lot were received, in which the same type of incident was identified. Retention samples from boxes 10-228-665-1101, 1311, and 1319 were also analyzed, and no deviations were found for this lot. The analyses were conducted according to standard quality procedures, and all evaluated parameters were within the established specifications. Therefore, it is concluded that there is no evidence of quality issues in the verified retention samples. The complete investigation is attached in the document titled investigation overview. A situation analysis is currently being conducted to identify the root causes of the reported incident, as well as to evaluate the next steps to be taken.